Manufacturer narrative:
Concomitant medical products: sdr303b ipg implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, it was observed that the right atrial (ra) lead exhibited chronic high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.